Event description:
The pt's rep got snowed in and missed the appointment. The pt has been in pain for several months. The pt had an arm surgery and the pain started 4 weeks post arm surgery. The pt was supposed to meet with the rep for programming but he was snowed in. The pt is taking pain pills and they are not helping her. The pt is feeling pain in her right knee and right hip. The pt is feeling stimulation and it is not helping the pain. The pt is feeling stimulation in the wrong location. The pt is feeling stimulation all the way down her right leg. Reviewed reprogramming stimulation to address stimulation needs. The caller reports a loss of therapeutic effect. Pt states their right leg is in severe pain and needs to get their ins reprogrammed. (See related calls for more info). The caller states dissatisfaction with their hcp service. Collected name of healthcare professional. Dr (B)(6), too hard to get a hold of. A field staff request was made.. Left message for field contact sent individual an e-mail. Pt states they had an appointment on (B)(6) 2012 but the rep did not show up, and they need to do a reprogramming. Pt states that their hcp told pt to contact their rep to schedule an appointment at the hcp. Additional information received reported that the patient thought ¿mine was messed up.¿ the patient stated they had an MRI a few years back and ¿it has been messed up ever since.¿ the patient noted that the symptoms had gradual onset and reprogramming/increasing stimulation settings has not helped. The patient stated that they¿ve had to take pain pills again, it ¿hurt so bad¿, and it¿s ¿gotten really bad in the last year.¿ the patient noted that they took her spleen out because it was enlarged, and stated she¿d been to a hematologist and an oncologist because there was an infection ¿in my body somewhere and they can¿t find it.¿ the patient stated that the pain was all the way down to the toes, the patient could not turn over in bed without sitting up. The patient reported that they slept ¿maybe 4 hours a night¿ because of the pain. It was further reported that the patient could not drive any distance because their left butt cheek and leg went numb. It was stated that it felt like ¿I¿m sitting on a pointed rock,¿ ¿pain was in both legs and b ack of thighs and calves,¿ and ¿it pulled real bad.¿ it was noted that the patient currently did not have a managing healthcare professional (hcp) for the spinal cord stimulation (scs).

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).